Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due slightly loose drive support disk. Unable to perform, occlusion test and excessive no delivery test due to prime anomaly. The operating currents are within specification. The insulin pump passed self test, a21 error test, displacement test and basic occlusion test. The insulin pump has cracked case at display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked reservoir tube window, minor scratched lcd window and the missing end cap sticker. The insulin pump also has broken battery tube threads and battery cap.

Event description:
It was reported that the insulin pump has physical damage. It was stated that the battery compartment threads are damaged and customer stated that the function of the insulin pump was compromised. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.